Event description:
It was reported that the patient¿s pain pump was giving a code ¿that said to call the doctor¿ and a number of 8286 (empty reservoir). Subsequently, the hcp (healthcare provider) reported that it was an empty pump. On (B)(6) 2014, it was reported that the patient was seen 24 hours ago, and their pump was refilled without any event; they had no further information. No patient symptoms were reported. The drug the pump was being used to infuse was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).